Event description:
It was reported that during the use of the device for a non-clinical activity, the red light was blinking on the battery module. There was no pt involvement.

Manufacturer narrative:
The complaint was confirmed by the user facility's biomedical engineer (biomed). After the biomed reset the system, the unit operated to MFR specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.